Event description:
The sweden customer reported "the instrument has applied two chromogens on a slide that was only supposed to have one (not a double stain)". The customer does single chromogen and double stains side by side and it was a single chromogen slide sitting beside a double stain that was affected. The field service engineer (fse) serviced the instrument and found the aspiration and dispense check valve was leaking liquid. The fse replaced the aspiration and dispense check valve which resolved this malfunction. The customer was able to complete staining with another instrument. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.